Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed and all cubies not detected on communication bus. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 failed, and all cubies were not detected on the communication bus. The field service engineer found that the drawer was unplugged, and the bumper slides were faulty. The fse replaced the slide rails and reseated the retractor band cables to restore the drawer's functionality, then tested all the drawers. The system functioned as intended after the field service engineer repaired the device.